Event description:
The physician reported that the patient died on (B)(6) 2013 due to sudep, as indicated by the coroner. The physician did not think that the death was related to the vns therapy as the device was checked prior to her death with no issues noted. The physician indicated that just prior to her death, the patient stopped taking medications without physician instruction. He believes that this caused her to have a seizure, which led to her death. It was not known if the generator was explanted by the coroner or at the time of burial/cremation. No other information was provided.

Manufacturer narrative:
Type of reportable event: the initial report inadvertently had the type of reportable event as a malfunction.

Event description:
Additional information was received stating that the vns patient was cremated. The whereabouts of the deceased patient¿s device are unknown.